Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the handle cannula was detached. Torque marks were present and the handle was broken; in this condition the device failed to retract the loop properly. Functional analysis was not performed due to handle cannula detached. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop failed to cut through the polyp. When defective snare was removed, bleeding occurred at the base of the polyp. A clip was placed together with a medication to resolve the bleeding. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop failed to cut through the polyp. When defective snare was removed, bleeding occurred at the base of the polyp. A clip was placed together with a medication to resolve the bleeding. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.